Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The sheath was not returned to edwards lifesciences for evaluation. In addition, no imagery was provided by the site. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review was performed and revealed additional similar complaints for sheath shaft resistance with delivery system. A review of the complaint history from october 2018 to september 2019 revealed other returned similar complaints for the trend categories, however, no manufacturing non-conformances were identified during these evaluations. Available information suggested that patient and or procedural factors may have caused or contributed to the similar events. During manufacturing, the shafts were 100% inspected for any defects. Product verification (pv) testing was performed and all testing passed specification. These inspections and testing above indicate that the axela sheath has sufficient inspections in place to identify defects related to the complaint event. A review of the instruction for use (IFU) and training manuals for revealed no deficiencies. Per the IFU: during delivery system insertion through sheath: push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible; be careful to not bend proximal end of sheath when inserting delivery system through sheath; if push force is too high or valve is initially stuck, zoom in and rotate the c arm to ensure valve and sheath are not damaged; if damaged, retract valve in sheath slightly. Remove valve and sheath together as a single unit and replace; if push force is high, consider slightly pulling back the sheath 1 to 2 cm while advancing the thv/delivery system; if push force too high or valve is still stuck, remove valve and sheath together as a single unit and replace; do not over manipulate the sheath at any time; advance thv through loader and sheath using short movements. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath shaft resistance with delivery system was unable to be confirmed due to the unavailability of the device or applicable imagery. Review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. Review of IFU/training manuals revealed no deficiencies. There was no report of abnormalities on the sheath during device preparation, suggesting that there was no damage to the device when removed from packaging. There is insufficient information to determine a definite root cause. However, training materials reveal the following factors can affect push force through the sheath can vary due to angle of insertion, vessel diameter, tortuosity, degree of calcification, and proper valve crimping technique. Insertion angle and tortuosity can introduce difficult bend/angles in the insertion pathway of the delivery system that can result in resistance during device advancement. Calcification and undersized mld can prevent the sheath from fully expanding. Improper crimping of the thv can lead to suboptimal thv profile for inserting through the sheath. It is possible that patient factors and or procedural factors (device manipulation) may have caused or contributed to the vascular injury requiring surgical repair. Since no product non-conformances or IFU/training deficiencies were identified during this evaluation and the control limits were not exceeded for the applicable trend category, product risk assessment escalation is not required. A corrective/preventive action (CAPA) has been previously initiated to investigate the axela sheath resistance with delivery system issue.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral tavr with a 26 mm sapien 3 ultra valve in the aortic position, the valve got stuck in the axela sheath. A new delivery system was used and the valve was implanted successfully. A femoral artery dissection was noted and a stent was implanted.